Manufacturer narrative:
(B)(4). Review of lot f1726401, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that after the 6f/7f mynxgrip vascular closure device (vcd) procedure, the sealant was out of the body. The product was stored as instructed per labeling. The patient was thin and had shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity was noted. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The advancer tube was held in place at the skin while removing the balloon catheter; however, the sealant was dislodged. Hemostasis was not achieved with the mynx device, therefore, manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that after the 6f/7f mynxgrip vascular closure device (vcd) procedure, the sealant was out of the body. The product was stored as instructed per labeling. The patient was thin and had shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity was noted. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The advancer tube was held in place at the skin while removing the balloon catheter; however, the sealant was dislodged. Hemostasis was not achieved with the mynx device, therefore, manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1726401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors, thin patient, may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that after the 6f/7f mynxgrip vascular closure device (vcd) procedure, the sealant was out of the body. The product was stored as instructed per labeling. The patient was thin and had shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity was noted. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The advancer tube was held in place at the skin while removing the balloon catheter; however, the sealant was dislodged. Hemostasis was not achieved with the mynx device, therefore, manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The procedural sheath and syringe were not returned with the device. The advancer tube was observed on the catheter, properly engaged the proximal tamp lock as received. A small portion of the sealant was stuck on the balloon, near the balloon proximal neck. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and the advancer tube was properly engaged proximal tamp lock, per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1726401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device since it indicated an incomplete removal of the device. However, the exact cause of the issue could not be determined during analysis. Based on the product analysis and information available for review, procedural/handling factors, such as incorrectly following the IFU, may have attributed to the issue experienced. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, and the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that after the 6f/7f mynxgrip vascular closure device (vcd) procedure, the sealant was out of the body. The product was stored as instructed per labeling. The patient was thin and had shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity was noted. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The advancer tube was held in place at the skin while removing the balloon catheter; however, the sealant was dislodged. Hemostasis was not achieved with the mynx device, therefore, manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The procedural sheath and syringe were not returned with the device. The advancer tube was observed on the catheter, properly engaged to the proximal tamp lock as received. A small portion of the sealant was stuck on the balloon, near the balloon proximal neck. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and the advancer tube was properly engaged proximal tamp lock, per the mynxgrip instructions for use (IFU). It is unknown if the device was manipulated after use; however, the condition of the returned device indicates an incomplete removal of the device. A device history record (DHR) review of lot f1726401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the product analysis and information available for review, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the device during use. Per the mynxgrip IFU, which is not intended as a mitigation, remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that after the 6f/7f mynxgrip vascular closure device (vcd) procedure, the sealant was out of the body. The product was stored as instructed per labeling. The patient was thin and had shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity was noted. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The advancer tube was held in place at the skin while removing the balloon catheter; however, the sealant was dislodged. Hemostasis was not achieved with the mynx device, therefore, manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The procedural sheath and syringe were not returned with the device. The advancer tube was observed on the catheter, properly engaged to the proximal tamp lock as received. A small portion of the sealant was stuck on the balloon, near the balloon proximal neck. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and the advancer tube was properly engaged proximal tamp lock, per the mynxgrip instructions for use (IFU). It is unknown if the device was manipulated after use; however, the condition of the returned device indicates an incomplete removal of the device. A device history record (DHR) review of lot f1726401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the product analysis and information available for review, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the device during use. Per the mynxgrip IFU, which is not intended as a mitigation, remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.